Event description:
Plaato device successflly placed. Delivery device removed from sheath. Guidewire advanced into sheath but exited through side hole rather than end hole, although this was not noted at the time. The dilator was then pushed into sheath and pressure put on the guidewire such that the distal end of the sheath (including the radiopaque marker) was sheared off the catheter. Marker was located in left atrium but sheath had now been pulled back into right artrium. The left atrium was repunctured in an attempt to retrieve the marker but the marker moved into aorta and disappeared in the circulation. Not found in carotid arteries or abdominal aorta. Will do further investigations if the pt develops any symptoms.